Event description:
It was reported that this pacemaker device and non-boston scientific leads exhibited a lead safety switch to unipolar pacing and sensing due to high, out of range pacing impedance (greater than 2433 ohms). A technical service (ts) consultant reviewed device data, noting pacing inhibition on the right ventricular channel. Low intrinsic amplitude, and under-sensing on the atrial channel. Mv sensing disabled and no noise was seen. Ts provided recommendations for lead integrity testing and imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the event description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this pacemaker device and non-boston scientific leads exhibited a lead safety switch. To unipolar pacing and sensing, due to high, out of range pacing impedance (greater than 2433 ohms). A technical service (ts) consultant reviewed device data, noting pacing inhibition on the right ventricular channel. Low intrinsic amplitude, and under-sensing on the atrial channel. Mv sensing disabled and no noise was seen. Ts provided recommendations for lead integrity testing and imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.